Manufacturer narrative:
Company was informed of an implant revision due to non-union. An investigation was performed including internal analysis of records and the surgeon's feedback. No imaging was provided. The actual device could not be examined as it was not provided to the company. Revision surgery was performed successfully. During revision, cultures were taken and came back positive for staph lugd. There was no indication that infection was suspected prior to revision. There is no indication of a design, manufacturing or process issue affecting implant safety, effectiveness or sterility. The investigation evaluated potential contamination sources and excluded the manufacturing processes and the implant as the source of the bacteria. Based on the information available the root cause of the non-union, leading to revision surgery could not be determined. Non-union can result from numerous reasons, among them procedure-related or patient-related causes, i.e., non-compliance with post operative protocol, or poor bone quality, which could not be ruled out at the time of this investigation. Infection at the surgical site is a known inherent risk of the procedure which may have contributed to the non-union. As a revision surgery was performed and because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. Additional report relating to this event: # 3014554088-2026-00002.

Event description:
Revision following ipj fusion due to non-union. Cultures taken during revision came back positive for bacterial infection.